Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device was shut and stapled on the intestine. The device was partly opened but jammed at the tip of the stapler. The device could neither cut nor staple the tissue. The device was removed without any difficulty but the staples were not applied. The stump was shut with suture. The patient experienced intra peritoneal leakage of the digestive fluid and digestive closure with an overlock. An ileostomy and a drainage were done. The surgery time was extended to take these steps. Additional information has been requested from the account to better clarify the required intervention to prevent permanent impairment / damage.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The device was received loaded with a fully fired single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture.